Event description:
It was reported that the balloon was advanced to the pulmonary valve from a femoral venous approach in a 8 week old female pt with pulmonary valve stenosis (8.5 - 8.8mm diameter). The balloon was inflated (1 time) by hand and ruptured at peak inflation. The balloon appeared to be intact upon removal from body. On visual inspection, balloon was noted to have a pin-point hole at the tip and a separate linear tear along shaft of balloon. The case was completed without incident. No adverse events were reported.

Manufacturer narrative:
The balloon inflation was performed by hand, therefore, it is unk if the inflation pressure exceeded the rated burst pressure for this catheter, which is 2.5 atm. A device of the same catalog number was pulled from sterile stock and tested for the rated burst pressure. The rated burst pressure is 2.5 atm for this catalog number, and the pulled sample from stock burst at 7 atm. The IFU states that an inflation device with a pressure gauge is recommended to inflate the balloon. A follow-up MDR report will be submitted if the actual device used in this procedure is returned from the hosp.